Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. A boston scientific crm technical services (ts) consultant recommended having the device interrogated by a physician, so that the source for the beeping tones could be determined. To date, there have been no reported patient symptoms associated with this clinical observation.